Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 5 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 7 infusions sets fell off events on 1-april-2024, 6-april-2024, 13-april-2024, 4-may-2024, 10-may-2024 and 03-june-2024 . Patient replaced infusion set and resumed insulin successfully. No further information available.